Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal inguinal hernia repair procedure, three different balloons failed. Cracking occurred on the seal of the devices. A new device was opened and used to complete the case. Due to the number of balloons that failed, the surgery was extended by more than thirty minutes. There was no patient injury.